Event description:
The explanted generator was received for analysis, but analysis has not been completed to date.

Event description:
It was reported that the patient's generator was replaced prophylactic. No further relevant information has been received to date. The explanted generator has not been received for analysis to date.

Event description:
Generator product analysis (pa) was completed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified. Device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported by the patient's caregiver that the patient was having increased seizures and does not feel vns working. Per clinic notes at previous visit, patient's battery was at 18-25% and would still be providing the intended therapy. No device problem noted in clinic notes. No known relevant information has been received to date . No known relevant surgical intervention has occurred to date.